Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service engineer was able to duplicate the reported problem. Review of the device diagnostic history indicated error code occurrences due to a spi bus failure. The manufacturer's service engineer repaired the unit by replacing the data acquisition to motor controller cable. Unit was subsequently checked overall, cleaned, run in tests, and underwent alarm test and functional test. No abnormality was confirmed.

Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.